Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the reclaim bolt torq wrench handle in the office set will not lock.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: it was reported that the reclaim bolt torq wrench handle in the office set will not lock. / / investigation method: the complaint sample consisted of (1) (B)(4) reclaim bolt toro wrench handle, lot number so2002678. Investigation summary: territory 226 reports that the reclaim bolt torq wrench handle in the office set will not lock.